Manufacturer narrative:
A sample was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed a crack on the rim of the minicap. A functional leak test was performed and failed, as a leak did occur during testing. The reported condition of damage to the minicap was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on a minicap identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.